Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The unintended system motion was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears the device was manipulated post procedure. In this case, it is possible the device was not fully inserted causing the foot to end up inside the access site or in subcutaneous tissue. When pulled back the foot likely separated, and the link positioned under the anterior foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot separation was found during evaluation of the returned device. The location of the detached foot and is unknown.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an arteriotomy closure of a highly calcified left common femoral artery using a prostyle device after an interventional procedure with a 8f sheath. Reportedly, with three prostyle devices, when they were pulled up against the artery wall, the whole device slipped out and the foot plate was observed to be partially open. It was suspected the foot plate collapsed back into the device when pressure was put on it. A non-abbott device was then used, but also failed to achieve hemostasis. Therefore, manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.